Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was not happy with results. Clinical reason for explant was not seeing clearly. The iol was exchanged for monofocal lens 1 month 12 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).